Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 14.8 mmol/l (266.4 mg/dl) while wearing the pod on the hip/buttocks for longer than 48 hours. The patient¿s mother reported the patient¿s bg levels rose during the nighttime and they were unable to bring the levels down, until they changed the pod. The adhesive was reported to be secure, but the mother noticed the cannula was a bit bent, there was possible insulin leakage, and some bleeding at the pod site was observed.